Event description:
The reporter stated that the pt did meter to lab comparison tests. Pt's meter reading at home was 244 mg/dl. An hour later pt had a venous draw at the lab, with a result of 188 mg/dl. The pt did not have any symptoms. The pt checks the confirmation dot for enough blood. On follow-up, the lifescan representative reviewed coding, cleaning, use of control solution, sample application, meter/lab comparison procedure.